Manufacturer narrative:
(B)(4). Returned meter evaluated and gave "lo" results. Root cause of malfunction: foreign material on strip connector. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).

Event description:
Consumer complaint of blood result reading of "lo". However he took a blood test this morning and meter shows lo. Customer stated he knows he does not feel like his sugar is lo and does not feel comfortable using our meter. No adverse event reported.